Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the info was not provided or is unk. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a patient had circumferential redness to her peristomal skin under the entire appliance, this was noticed approx 1 week from the report date. The patient experienced itching from this area; changes skin barrier every 1-2 days, and cleanses her peristomal skin with liquid soap. It is reported that there is a small amount of weeping noted at the proximal end of the peristomal skin. The patient was instructed on crusting with powder and skin protective barrier wipes or water; also if the area does not improve or she any questions to contact the company for additional instructions and to follow up with a health care provider. No additional info was provided. Patient outcome is reported that the area improved.